Event description:
Further info received from the customer on the reported event. The settings on the pump were not recalled. According to the customer contact, the pt became sedated and suffered a respiratory arrest. The pt required an unspecified amount of narcan to reserve tha narcotized state. The pt did not require ventilatory support and reportedly recovered without further incident. The customer contact reported that she felt the pt's family may have been pushing the pca button for her.

Event description:
Report received of a customer requesting a history be pulled off of a device. In further contact with the customer, it was reported that the patient was "having some problems" and they just wanted to make sure the pump was not involved. The customer contact had no details of what was wrong with the patient. The customer reported that the pump history was reviewed and the programming was as expected. Full preventative maintenance testing was performed on the pump, and the customer contact reported that the pump functioned "okay". The biomedical department at the hospital was told by administration that the device had nothing to do with the patient condition and the device was returned to clinical service. Though requested, there was no further information available.